Manufacturer narrative:
The reported issue of over infusion of norepinephrine could not be confirmed. No device was returned for investigation. No further investigation of this event is possible at this time. A review of the device history record showed the device had a manufacture date of 04/04/2014. The review was performed from the date of manufacture to the date of product release for distribution. Review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that an over-infusion occurred after the infusion set was changed. The pump was programmed with the correct settings on the screen. Norepinephrine was infusing at 6.0mcg/min with an infusion rate of 5.6 ml/hr but it was noticed after the infusion started that the pump was infusing way too quickly. The patient's blood pressure (bp) increased to 275/150 with a heart rate (hr) of 199 as a result of the event. The patient was given metoprolol 5mg IV push to counteract the event, which subsequently dropped the patient's bp, heart rate, and spo2; however specific values were not reported. The rapid infusion rate of the norepinephrine was not noticed until after the metoprolol was given. The customer stated that the devices and tubing sets will not be sent in for investigation; they conducted their own internal investigation and believe that the issue was caused by the door not applying the necessary pressure to the system. There was no further information regarding further adverse effects to the patient.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the infusion set was changed. The door was closed and the pump was reading the correct settings on the screen. Norepinephrine dose of 6.0mcg/min with an infusion rate of 5.6 ml/hr but it was noticed after the infusion started that the pump wasn't actually pumping correctly and the infusion was running through very quickly.